Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite xenon light source had an emergency light malfunction. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the emergency lamp was poor, the scope socket was defective, causing no image. The front panel had slightly bumped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due faulty scope socket. Olympus will continue to monitor field performance for this device.